Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer states that it was extremely hot outside and humid so she was sweating. When she looked at her pump she got the button error. She then changed the battery and now the act button is not working. The customer¿s blood glucose was 84 mg/dl at the time of incident. Button error troubleshooting was performed and confirmed that time is advancing. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. The insulin pump is being replaced and is not expected to return for analysis.